Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) levels were elevated over a duration of 2 days (371, 229mg/dl). Customer treated elevated bgs by administering manual injection and changing out the site.